Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. Added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient required revision surgery due to metallosis and pseudotumor.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: metallosis, pseudotumor. Revision surgery needed. The product return to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the asr acetabular implant 50 presents signs of organic material adhered to the outer fixation surface. Additionally, light marks were observed on the articulating surface, expected due to the metal-metal interaction, the observed condition does not represent a device nonconformance. No signs of metal deterioration or signs of metallosis were observed on the device. It is worth mentioning, that the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the asr acetabular implant 50 would not contributed to the reported adverse event. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the complaint will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4), 2) date of manufacture: 7th dec 2007, 3) any anomalies or deviations identified in DHR: n/a, 4) expiry date: 5th dec 2012, 5) IFU reference: 78001101. Device history review: a manufacturing record evaluation was performed for the finished device [999804550/2513416] number, and no non-conformance's / manufacturing irregularities related to the malfunction were identified during manufacturing. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.